Event description:
A customer reported going to the emergency room and subsequently being hospitalized due to a blood glucose (bg) level of 396 mg/dl and trace ketones. Prior to being hospitalized, the customer delivered a bolus in attempt to address the high bg. The customer was treated with intravenous fluids and insulin while in the hospital. A system check was performed on the pump, and it was determined that the pump functioned as intended. The cause of the high bg was unknown. The customer was released the same day with the reported issue was resolved and no permanent damaged was identified.